Event description:
Reported by the complainant as follows... Nurse calling to report that in 2008, the flexi-seal fms was placed on a female patient (with h/o of radiation proctitis) to divert stool from a stage IV pressure ulcer being treated with a wound vac. The flexi-seal fms was removed the following month, due to rectal bleeding. Patient required a blood transfusion. Doctor performed a colonoscopy the same day, and noted "erosion and potential rectal ulceration due to rectal tube".